Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of ams and non-sustained rv oversensing were observed via merlin.net transmission. Review of the episodes revealed atrial pacing that fell into pvarp. Programming changes were made. The issue was resolved.